Manufacturer narrative:
The affected savina was tested onsite by dräger service technician and the log file was provided for further investigation at the manufacturer¿s site. Based on the log file analysis the reported event could be confirmed. A defective internal battery was identified to be the root cause of the reported event. According to the log file entries, a defective battery caused restarts due to unexpected loss of power during the operation of the device. When the internal battery is discharged and no other power source is available, the system shuts down and generates an acoustical power supply failure alarm. In case a ventilation is active at that time, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. Ventilation is continued with the last settings after a power source (mains or charged internal battery) is restored. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during transporting the patient to the ICU the device suddenly turned off. And it was not possible to restart the device. When connected to the mains, the device could be operated. There were no patient consequences reported.